Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure; the surgeon reported that the knife bent and when removed from the patient, the jaw fell off. A new device was opened without subsequent problems. There were no adverse patient consequences reported.